Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary tract infection, hematuria, chronic cystitis, pus in urine, frequency, pain with urination, urinary retention and severe trabeculation of the bladder. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00221.